Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight is not provided / unknown. Brand name is not provided / unknown. Catalog number and lot number are not provided / unknown. Initial reporter¿s email address is not provided / unknown.

Event description:
Doctor reports that an unknown lz abutment loosened, and the tsvwh10 implant fractured and was removed. Tooth site # 3.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: h6: method code was added: 4119. H6: results code was added: 213. H6: conclusions code was added: 4310. The reported device was not received for evaluation. The reported condition of a loosened abutment was not confirmed. Visual inspection and functional testing to recreate the reported event could not be performed as the device was not returned. DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications.a definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional or corrected information to report.